Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient with diaphragmatic stimulation presented in-clinic for follow-up. The device was found to be in backup vvi reset mode. A device download was performed successfully and was reprogrammed to its pre-reset settings. The patient has been doing well without further incident.